Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed repeated alert 38 consecutive stalled motor alarms and would not complete a rewind despite multiple restarts and a power down, after which a replacement device was arranged and the user synced data via the mobile app. Symptoms included hyperglycemia with a reported peak blood glucose of 328 mg/dl and alerts for prolonged elevation; no ketone testing, back-up therapy, professional medical intervention, or assistance was used or needed, and no acute health effects were reported. Outcomes included device replacement and no reported injury. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.